Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant the implantable pacing lead (ipl) threshold was up to 4v. The ipl was re-positioned multiple times, however the threshold remained the same. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).